Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument failed to keep the clip in place. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel or a tissue bundle. The issue was related to an unsuccessful clip application. The subject clip applier was used once during the procedure. They used a back-up clip applier. The instrument was sent back.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a bent push/pull rod at the proximal end. The push/pull rod is unable to move up and down swiftly. This cause the jaws not to open and close properly. Additionally, the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips were not able to open and close properly to performed clip test. This is a result of bent push/pull rod. The instrument was found to have a bent main tube. The bending damage is located close to the distal end. This contributes to the jaws not opening and closing properly. Components adjacent to this bent main tube do not show damage.

Event description:
Refer to h11 for follow-up information.